Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received a got replace battery now alarms on the insulin pump. The customer¿s blood glucose level was 4.2 mmol/l. The customer stated that they did not get a low battery alert prior to the replace battery now alarm. The customer reported that the second occurrence of replace battery now without a low battery warning. The customer was advised that the pump needs to be replaced. The customer was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.